Event description:
It was reported that the customer was hospitalized due to acute coronary syndrome. The customer's blood glucose reading at the time of the call was 260 mg/dl. The customer had also been experiencing a1c levels over 10.8. Advised the caller to have the customer call us for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.